Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 16.2 cm from the connector tip. The damage found was sustained during the surgical procedure.

Event description:
It was reported that noise was observed on the stored egms. Inspection of the lead revealed insulation damage under the area sutured with the suture sleeve. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.